Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 9/4/2019. Device evaluated by manufacturer. Device evaluation: sample was received. The zxt150 lens was not received in its original package. Visual inspection revealed that the lens returned was cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was observed on lens pieces. No damage was observed to the haptics. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search on the complaint system performed revealed no additional investigation requests for this purchase order (po) number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was explanted due to the patient experiencing blurry vision in the right eye. The explanted iol was replaced with a zcb00 iol. There was no report of incision enlargement, vitrectomy or sutures that were performed. The patient was well post-op. No other information was provided.